Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 05/18/2016 phone call, 05/18/2016 phone call, and 05/18/2016 e-mail. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced and the unit was returned for use.

Event description:
The hospital reported that, during a case, the display shut down, affecting mechanical ventilation. The clinician reportedly cycled power and continued the case with no further reported complaint. There was no reported patient injury.